Event description:
A physician reported that, following intraocular lens implant procedure, the patient's vision was not clear and did not tolerate. Additional information was received that patient complained that vision was hazy and not to his satisfaction at the 6th day post op.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).